Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas sustained physical damage when the infusion set was pulled out and the handheld fell to the floor, resulting in a cracked screen, while blood glucose readings were reportedly unaffected; the user transitioned to backup therapy and a replacement ilet was shipped. Symptoms included no reported hypoglycemia, hyperglycemia, injury, or other adverse clinical effects. Outcomes included no medical intervention, emergency treatment, or hospitalization. Investigation included complaint intake, verification of the device serial number, user follow-up for return of the damaged unit, and initiation of a device replacement with return logistics. Investigation of this case revealed device damage consistent with external impact to the display assembly, with no reported performance impact on glucose readings. It was concluded, based on previously established findings for similar reports, that the cause was user handling and external physical stress to the device.